Manufacturer narrative:
Failure analysis for fiber model #0010; lot #2400-446a; serial #2417: the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the outer flow tubing exhibits mild contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the laser system reverted to standby mode every 30 seconds and the fiber was replaced after 100,000 joules of use. Time expended: 21 minutes. The procedure was completed using a second surgical fiber. There was no patient injury reported.